Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 146 mg/dl. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.